Manufacturer narrative:
The device history record review of the manufacturing lot was performed and there were no non-conformities found to be related to the reported event. MFR# reference: (B)(4).

Manufacturer narrative:
Additional information: the device was not available, therefore, product evaluation on the actual device cannot be performed. The device identifiers were not provided, therefore, the device history records for this device lot number could not be reviewed. The IFU states that the expiration date on the device package (tray lid) is the sterility expiration date. In addition, there is a sterility expiration date that is clearly indicated on the outside of the unit carton. Sterility is assured if the tray seal is not broken, punctured, or damaged until the expiration date. This device should not be used past the indicated sterility expiration date. Based on the reported information, a device malfunction could not be confirmed or identified. The root cause of the reported event was due to failure to follow proper implantation instructions. MFR# reference: (B)(4).

Event description:
It was reported that following a cataract plus trabecular micro bypass stent procedure, it was discovered that an expired stent was inadvertently implanted in the patient¿s eye. The report confirmed that, ¿the device was provided the account prior to the device being expired as a back-up," and the device was intended to be returned, but was inadvertely used. Through follow-up, the surgeon conferred with glaukos medical monitor who related to the surgeon that the expiration date does not affect functionality, and discussed ways to monitor the patient.